Event description:
It was reported that during a chrevron bunionectomy, the head of the screw broke off while being inserted in the first metatarsal. The head of the screw was retrieved and the remainder of the screw was left inside the patient's bone. The surgeon was able to complete the procedure. The surgery center reported no adverse consequences with the patient as a result of this event. No further patient information is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be confirmed. The cause of the complainant's event could not be determined without device evaluation. Review of the device history record revealed nothing that could have contributed to the event. This is the first complaint of this type for this part/lot combination.